Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a bent infusion set cannula. Blood glucose level was impacted (over 600 mg/dl) and customer experienced diabetic ketoacidosis (dka). Reportedly, the customer was hospitalized. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (hospitalization and infusion set information); however, no additional information regarding this event was provided.